Event description:
It was reported by the patient's spouse, and the patient, that they were concerned whether the device was working. The patient's spouse believes it is possible that the pacemaker is contributing to the patient's paroxysmal atrial fibrillation (af) condition. No further information could be obtained through follow-up. The implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.